Manufacturer narrative:
Phrenic nerve stimulation.

Event description:
It was reported that the lead dislodged. The dislodgement was observed during flouroscopy after the patient experienced phrenic nerve stimulation from left ventricular pacing. The device was then programmed to right ventricular pace only. The lead has been revised twice, and most likely would not be revised again.